Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2 type of follow up: additional information. H6 codes: additional information.

Event description:
Subsequent to the initial MDR, additional information has been provided. Performance data was reviewed for evaluation. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. However, it was noted that on the approximate date of event, august 01, 2025, the patient¿s egvs had been running above the high alert threshold of 250 mg/dl up to high (over 400 mg/dl) since the beginning of the session at 03:47 am on (B)(6) 2025. In addition, signal loss over an hour was observed in data.

Event description:
It was reported that an adverse event occurred. According to the patient, on approximately (B)(6) 2025, the patient was having a problem with the cgm app. The patient was unable to update the app once she click the update button and she also remembered having a missed alert once before. The patient said she was in the hospital for five days due to her diabetes before she got the letter about the receiver issue and before she had this issue with app not updating. The patient did not mention if there was a dexcom malfunction causing her to be in the hospital for 5 days. She just said it was because of her diabetes. The patient didn¿t mention any symptoms nor was she able to mention the cgm and bg values at the time of the incident. The patient could not give details about her hospitalization and was not able to give specifics about what medication and treatment she was given at the hospital. No other details were documented. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
Cmpl-21845992. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.